Event description:
It is reported that a customer received a blank display screen on their insulin pump. The patient's blood glucose level was at 96 mg/dl. The customer stated that there were no significant events that could have led to the issue. The customer was assisted with trouble shooting the pump after they were advised to change the batteries on the insulin pump to aaa alkaline energizer batteries. The customers display screen returned and needed no further assistance.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.